Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he changed the set and the display on the insulin pump went blank. The customer tried 4 different batteries but did not work. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Blood glucose value was 305, 385 and 214 mg/dl. The customer did not have batteries to test. Customer was advised that batteries and a battery cap replacement would be sent.